Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. A 2.75 x 16mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by MFR.: a synergy ous mr 2.75 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found the stent damaged and expanded in parts with signs of positive pressure applied. The stent outer diameter could not be measured. The balloon cones were reviewed, there was signs of positive pressure applied. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. A 2.75 x 16mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.